Event description:
Alleged issue: during a (tplo) tibial plateau leveling osteotomy, the tip snapped off during surgery. The tip fell into the pt, but was recovered and the animal was not injured. The current condition of the animal was fine.

Manufacturer narrative:
(B)(4). The device sample was not received by the MFR at the time of this report.